Event description:
The device was inflated to seven atmospheres at the lesion and a hemorrhage was noted, the physician believed that the hemorrhage was caused by "vessel tear". The physician stated that "the patient vessel brittleness was high, the vessel diameter was 4.7mm, the stenosis position vessel diameter was 1mm, and it was a long lesion." The physician inflated the device for 45 minutes to stop the bleeding and then removed the device. The patient was kept in an induced coma but subsequently died due to the hemorrhage, date of death was not provided. The physician stated that despite inflating the device to stop the bleeding "it could not solve the problem". The physician relates the hemorrhage to the diseased state of the vessel and not to the device.

Manufacturer narrative:
A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel dissection, hemorrhage and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The device was inflated to seven atmospheres at the lesion and a hemorrhage was noted, the physician believed that the hemorrhage was caused by "vessel tear". The physician stated that "the patient vessel brittleness was high, the vessel diameter was 4.7mm, the stenosis position vessel diameter was 1mm, and it was a long lesion." The physician inflated the device for 45 minutes to stop the bleeding and then removed the device. The patient was kept in an induced coma but subsequently died due to the hemorrhage, date of death was not provided. The physician stated that despite inflating the device to stop the bleeding "it could not solve the problem". The physician relates the hemorrhage to the diseased state of the vessel and not to the device.